Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was 171 mg/dl. Troubleshooting for the alarm was performed. Customer advised the alarm occurred during normal use and the self test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error alarm noted during testing. However, pump error alarm confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.